Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) response buttons were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the response buttons were non-functional. Upon eval, both the front and rear response button metallic center domes were worn and intermittently functional. The root cause for the defective response buttons could not be positively identified. No adverse event resulted from the defective response buttons.